Manufacturer narrative:
Device analysis summary: 1 empty syringe of 1.0ml received in an opened pack with an opened tray without cap nor needle. A crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra plus xc the needle broke off. Additional information from the healthcare professional confirmed the syringe "separated from the needle" during an injection, and "all the product was lost." Healthcare professional also confirmed the luer lock "was cracked on the side." Patient contact was made. No injury to patient or staff was reported. The allergan package needle was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 8. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra plus xc the needle broke off. Additional information from the healthcare professional confirmed the syringe "separated from the needle" during an injection, and "all the product was lost." Healthcare professional also confirmed the luer lock "was cracked on the side." Patient contact was made. No injury to patient or staff was reported. The allergan package needle was used.